Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, water supply volume did not meet the standard value. In addition to evaluation in b5, due to deformation of up/down knob, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. The up/down knob had a scratch. The lock engagement knob had a scratch. The lock engagement lever had a scratch. The plastic distal end cover had a scratch. Indication on scope connector was peeled. The scope connector had a scratch. The protector of universal cord on scope connector side had a scratch. The protector of universal cord on control section side had a scratch. The universal cord had a scratch. The forceps channel port was shaved. The grip had discoloration. The grip had a scratch. The scope cover plate was unclear. The scope cover had a scratch. The switch box had a scratch. The connecting tube had coating peeling. The switch button 4 had wear. The control unit had discoloration. The control unit had a scratch. The right/left knob had a scratch. The connecting tube had a wrinkle. The electrical connector had discoloration due to water leakage. Paint on suction cylinder was peeled. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, during preparation for use, the evis lucera gastrointestinal videoscope had poor water supply. The unspecified diagnostic procedure was completed using the subject device. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign objects due to insufficient cleaning.